Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11d. Retainer ring = black. Customer complained about there was a crack on the reported pump. Unit perform visual inspection and pump received with pillowing keypad overlay. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test. Unit was not confirmed for crack on the reported pump. However, other cosmetic damage was noted.